Event description:
Clinical trial. It was reported that during a renal artery stenting procedure, a dissection occurred. The target lesion in the right renal artery was 4.0x5.5mm with a visually estimated 80% stenosis. The right renal artery was treated with predilation resulting in a grade b dissection. The lesion was further treated with placement of a 6.0x14.0mm express sd stent, reducing the stenosis to 0%. The dissection was treated successfully with post dilation. The patient tolerated the procedure well and was discharged one day post procedure on protocol doses of asa and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.